Manufacturer narrative:
Pending investigation. D10: serial number item number and full description (B)(6). 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6). 320-35-02 - small superior augment glenoid plate. (B)(6) 320-31-36 - glenosphere, 36mm. (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2023. The patient presented on (B)(6) 2023 and patient started experiencing increased pain after working with pt. X-rays revealed acromion fracture. The case report form indicates that this event is definitely related to device, definitely related to procedure. Outcome: continuing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the post operative bone fracture reported cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.